Event description:
In a literature report, the surgeon reported four patients (5 eyes) whose intraocular lenses (iols) showed various degrees of surface scattering. The lenses were implanted in 1991. Attempts to remove foreign material on the iol using yag laser were unsuccessful, suggesting that surface scattering occurred in the near-surface layer and was not due to deposition of foreign material. The article stated that "there was no degradation in visual performance". No further information is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. No further information is expected. Literature cited: nishihara h, yaguchi s, onishi t, chida m, ayaki m. (2003). Surface scattering in implanted hydrophobic intraocular lenses. J cataract refractive surgery 2003; 29: 1385-1388. This report was mailed to FDA on: 06/19/2009.